Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she had a revision done on (B)(6) 2019 because the ins was very low on the bottom and she had to sit on the device to charge the implant and she couldn¿t charge the implant. The patient reported that the healthcare provider (hcp) repositioned the ins to a better spot. The patient noted that her ins was dead and that she lost her bag of equipment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the hcp placed the ins way too low. The patient said they requested for it to be fixed upon waking up from surgery because they could not sit without sitting directly on the ins. The patient said they had to get a second hcp to repeat the surgery after healing from the first surgery. The patient stated it was a horrible situation. The patient noted that the ins had been moved. No further complications were reported.